Event description:
Plaintiff was working as a paramedic and was stuck by a peripheral i.v. Device. The device was contaminated with blood/body fluids from the pt. The pt tested positive for hiv. The plaintiff has not tested positives as of to date for any permanent viruses as a results of the incident.